Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was received with the tip bent and drilled. It was further observed that the laser etching was worn off (failed visual assessment) and was cosmetically unacceptable. It was determined that the issue was consistent with normal wear over time, due to sterilizing process. It was further determined that the drilled tip was consistent with excessive side load while using the device, causing the tip to be drilled. The assignable root causes were determined to be due to normal wear over time and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was discovered that the craniotome device was stuck to the motor device. It was further reported that the craniotome was eventually removed from the motor device. During in-house engineering evaluation, it was determined that the tip of the craniotome device was drilled and bent. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.